Manufacturer narrative:
This entire form filled out by manufacturer.

Event description:
The lead explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation.

Event description:
The lead explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation.

Manufacturer narrative:
This entire form filled out by manufacturer.